Event description:
On (B)(6) 2012 the reporter contacted animas to report that on (B)(6) 2012 the patient noted the pump lost power and self-rebooted during the night. Afterwards the patient obtained a blood glucose reading of 453 mg/dl, and experienced the symptoms of fruity breath, frequent urination and extreme thirst. The patient administered self-treatment by taking a bolus dose of 9.5 units novolog insulin via the pump. The patient did not seek any medical attention. The patient's subsequent blood glucose reading was 198 mg/dl. Troubleshooting revealed the patient had replaced the battery correctly, there was no damage or moisture to the pump and the battery cap was secure and tight. The issue was not resolved. The patient allegedly suffered blood glucose levels and symptoms suggesting severe hyperglycemia after the pump power issue occurred, therefore this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.